Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-80381.

Event description:
The customer reported being hospitalized for high blood glucose levels. Prior to the event, the customer was drinking water, but kept vomiting. The customer changed the infusion set, and noticed that insulin was leaking from the reservoir. Unable to return the reservoir for analysis as the reservoir was discarded. Nothing further was reported.